Event description:
Patient revised to address osteolysis.

Manufacturer narrative:
The investigation is unable to verify or draw any conclusions regarding the reported osteolysis with the information available. Examination of the returned items and review of the device history records did not reveal any related product problems, manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product error/contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.